Event description:
It was observed during device inspection noise occurred in the image, damage on ccd unit was noted. There was no patient involvement in this reported event.

Manufacturer narrative:
The device was evaluated and as stated in section b5 , inspection found noise occurred in the image and evaluation was found to be due to damage on (charge coupled device ) ccd unit. The root cause of the damage in ccd cannot be conclusively identified. Based on investigation, the reported issue probable cause was due to damage or deterioration of parts, environment problem like as dust/dirt/humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuit. Olympus will continue to monitor field performance for this device.